Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the clips did not close flat and straight, ends curved out. Opened another deivce to complete the case. There was no consequence to pt.